Event description:
Customer reported a button error alarm. He stated that he had been rock climbing and that the harness may have pressed on the buttons. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.